Event description:
The customer contacted stryker to report that their device was showing a "paddles lead off" message. As a result, defibrillation therapy may have been delayed or unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's therapy cable to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.